Event description:
It was reported that metal shavings were coming out of the wire collet during a surgical procedure. No shavings were reported to enter the pt site. The procedure was completed with another device with no significant delay in the procedure or adverse consequences.

Manufacturer narrative:
The device was returned to the MFR for an investigation and the complaint was confirmed and shavings were found in the device. The investigation is ongoing and this report will be updated if required.